Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A caller reported via phone call that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 262 mg/dl at the time of the call. The caller stated that the customer was hospitalized for surgery due to a heart attack and kidney issues. The customer was not wearing the insulin pump during their hospital stay. The caller did not provide any further information about the hospitalization. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.